Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump black box was reviewed and found multiple cs054 alarms. The pump performed the rewind, load, and prime steps and was exercised for 24 hours without issues. The pump was opened and there was no evidence of moisture or corrosion and no evidence of any damage to the circuits. Unrelated to the complaint, the display screen was noted to be faded and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. The reporter indicated that the pump emitted multiple call service 054 alarms during the course of the day. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.